Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reporting that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot:0410a1004 ) was chosen for implantation utilizing steerable guide catheter (sgc lot: 40228r1041 ). When inserting the clip delivery system (cds) into the sgc, the sgc lost fluid column. The cds was removed and re-inserted but lost fluid column again. The sgc was replaced with sgc (lot: 40424r2084). When xtw (lot:0410a1004 ) was inserted, the new sgc also lost fluid column. In either case, there was no air in the device or patient. The cds was then replaced with a second xtw (lot: 40229a1080). When attempting to implant, during the first establishment of final arm angle (efaa) the clip jumped opened from 20 to 30 degrees. Troubleshooting was not performed. The physician elected to continue with implantation and the clip was able to be implanted passing the second efaa and remaining closed after deployment. A third xtw (lot: 40411a1087) was chosen for implantation but the anterior (a)-knob was found to be 270 degrees turned upon delivering the cds into the sgc. The knob was not turned during prep as all IFU steps were followed. The a-knob was returned to normal and the clip was implanted without issue. The procedure ended with two xtw mitraclip implanted, reducing mr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported clip jumping open and unintended movements associated with clip opened during establish final arm angle and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: when attempting to implant xtw (lot: 40229a1080), during the first establishment of final arm angle (efaa) the clip jumped opened from 20 to 30 degrees. Troubleshooting was not performed. The physician elected to continue with implantation. The clip reopened during the second efaa to 10 degrees. The clip was deployed at this 10 degree arm angle. After deployment, the clip was observed to reopen another 10 degrees.